Event description:
Indication: common variable immunodeficiency, unspecified. Patient reports issue with her freedom pump (serial number and expiration date: not provided). Patient stated his pump broke - spring is not working. Patient finished up last infusion but now he needs new pump. No adverse event(s) or interruption to therapy/missed dose(s) reported due to product issue. No pharmacy to replace pump. Box sent to patient for return of pump associated with event. No further information. Reported to (B)(6) by: patient/caregiver.